Event description:
Per the arjohuntleigh rep, the resident tried to get off from the lifter by raising both arms in order to get out from the sling. He was secured with the sling, but not with the leg fixation belt. By trying to get off from the lift he slipped down, because the sling was still attached to the lifter. The nurse lowered the lift and helped him out of the sling. There were no injuries reported.

Manufacturer narrative:
(B)(4). The arjohuntleigh rep also reported that the facility stated that the resident and the nurse had a dispute where the resident got angry and provoked the fall. Also, the sling that was in use was discarded by the facility. Add'l info will be provided following the conclusion of the MFR's investigation.